Event description:
This case was perc screws at t11-l3, skipped l1. We used e3d as intra op scan with automatic registration. T11 - t12 screws were placed first, upon these screws being placed it was noticed there was significant deflection, it was then determined to utilize the tap for the remaining screws, t12 r (the last thoracic screw) - l3 (which were all placed to plan). We decided to spin and we connected to robot incase any screws needed redone. Upon spinning after all screws were placed, 2 screws were missed t12 l (medial) and t11 r (lateral). We used the new registration to replace both screws, t12 l was replaced exactly to plan, but t11 r was off plan (medial) after taking a final spin to confirm final placement. Please advise as to why screws were missed.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.